Manufacturer narrative:
Additional devices implanted and/or related to this event: plc121200/ (B)(6) UDI (B)(4) and plc121200/ (B)(6) UDI (B)(4). Per (B)(4) this event is reportable to USA (ref: us FDA 21cfr 803.3, 801.4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported: on (B)(6) 2026, the patient underwent endovascular treatment of an aneurysm at the thoracoabdominal aorta using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system, gore® tag® conformable thoracic stent graft with active control system, gore® excluder® iliac branch endoprosthesis, and gore® excluder® aaa endoprosthesis. The patient tolerated the procedure. It was reported after the implant procedure; the patient experienced weakness in the legs and that progressed into lower extremity paralysis. There was no intervention, the event is ongoing. The patient was discharged to a rehabilitation facility to treat the neurological deficit. Reportedly a spinal drain was placed pre-procedure. No further information is available.